Event description:
It was reported that the pump time was incorrect, cause was unknown. Tandem technical support assisted customer in correcting the pump time and customer resumed insulin therapy. Customer's blood glucose was 354 mg/dl.